Manufacturer narrative:
Dates of event, implant, and explant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported heart failure, hypertension, renal failure, atrial fibrillation, and recurrent mitral regurgitation cannot be determined. The reported patient effects of heart failure, hypertension, renal failure, atrial fibrillation, and recurrent mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article title: prognostic impact of redo transcatheter mitral valve repair for recurrent mitral regurgitation.

Event description:
This is filed to report heart failure, kidney disease, atrial fibrillation and recurrent mitral regurgitation (mr). It was reported through a research article that the mitraclip may have contributed to heart failure, hypertension, kidney disease, atrial fibrillation, recurrent mitral regurgitation (mr), hospitalization, medical intervention, treatment with medication and surgical intervention. Details are listed in the attached article, titled ¿prognostic impact of redo transcatheter mitral valve repair for recurrent mitral regurgitation.¿ no additional information was provided.